Manufacturer narrative:
Product history review, photo image review. This based on the images received. It is not possible to perform a complete evaluation as the devices were not made available. This investigation will be reopened if further information becomes available. However, following review of the returned pictures and x-rays, it was noted that the failure to promptly treat the fractured insert resulted in the harder ceramic head wearing through two layers of metal and causing metallosis; this complication was due to surgical technique, judgement and delay in management, and was not caused by prosthetic design or material defect.

Event description:
It was reported that patient had an operation in 2002. Post-operative, the patient had several luxations and was re-operated to have a longer head. Patient still had some luxation, but had closed reduction. Four years later, patient came to see surgeon. There is a reaction around the femur and the ceramic insert is broken. Several ceramic parts are around the articulation and around the stem (between stem and implant). During the operation, black tissue was removed due to metallosis. It was further reported by the surgeon that probably the insert was broken a while ago, possibly after one of the luxations. During the operation, the surgeon found that the cup was placed in retroversion.